Event description:
Event verbatim [preferred term] skin burns when wearing thermacare too long [device use error], skin burns when wearing thermacare too long [thermal burn], , narrative: this is a spontaneous report from a contactable consumer based on information received by pfizer from angelini (intake ID: at4591), license party for thermacare. This information originates from a market survey with a focus on the thermacare medical device is being conducting by the angelini global marketing through the service provider toluna inc. Toluna reference number:(B)(4).a 37-year-old male patient started to receive thermacare heatwrap (thermacare heatwrap), via an unspecified route of administration from an unspecified date at an unspecified dose for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient experienced skin burns when wearing thermacare too long. It was not reported, whether the event was serious and whether the reporter thought that the product caused the incident. The action taken in response to the event for thermacare heatwrap and event outcome were unknown. According to the product quality complaint group: severity of harm was provided as s3. Additional information has been requested and will be provided as it becomes available. Follow up (18nov2020): new information received from a product quality complaint group included: severity of harm rating assessment from dchu.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device-specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number or a return sample, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality-related trend identified for the subclass adverse event/serious/unknown. The manufacturing operations employ quality control procedures, which include in-process testing, thermal testing, and visual inspection, to ensure the quality of the packaged product. Reasonably suggest device malfunction: no. Severity of harm: n/a. Site sample status: not received.

Event description:
Event verbatim [preferred term] skin burns when wearing thermacare too long [device use error], skin burns when wearing thermacare too long [thermal burn], narrative: this is a spontaneous report from a contactable consumer based on information received by pfizer from angelini (intake ID: (B)(4), license party for thermacare. This information originates from a market survey with a focus on the thermacare medical device is being conducting by the angelini global marketing through the service provider toluna inc. Toluna reference number:(B)(4). A 37-year-old male patient started to use thermacare heatwrap (thermacare lower back & hip) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. On an unspecified date, the patient experienced skin burns when wearing thermacare too long. It was not reported whether the event was serious and whether the reporter thought that the product caused the incident. Action taken in response to the event for thermacare heatwrap and event outcome were unknown. According to the product quality complaint group: severity of harm was provided as s3. Additional information received from product quality complaint (pqc) group on (B)(6) 2020, included investigation results. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device-specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number or a return sample, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality-related trend identified for the subclass adverse event/serious/unknown. The manufacturing operations employ quality control procedures, which include in-process testing, thermal testing, and visual inspection, to ensure the quality of the packaged product. Reasonably suggest device malfunction: no. Severity of harm: n/a. Site sample status: not received. Follow-up (B)(6) 2020): new information received from a product quality complaint group included: severity of harm rating assessment from dchu. Follow-up (03dec2020): new information received from product quality complaints (pqc) group included: product quality investigation results and updated suspect product. Follow-up activities completed. No further information expected.

Event description:
Event verbatim: skin burns when wearing thermacare too long [device use error], skin burns when wearing thermacare too long [thermal burn]. Narrative: this is a spontaneous report from a contactable consumer based on information received by pfizer from angelini (intake ID: (B)(4)), license party for thermacare. This information originates from a market survey with a focus on the thermacare medical device is being conducting by the angelini global marketing through the service provider toluna inc. Toluna reference number: (B)(4). A (B)(6)-year-old male patient started to receive thermacare heatwrap (thermacare heatwrap), via an unspecified route of administration from an unspecified date at an unspecified dose for an unspecified indication. The patient medical history, and concomitant medications were not reported. The patient experienced skin burns when wearing thermacare too long. It was not reported, whether the event was serious, and whether the reporter thought that the product caused the incident. The action taken in response to the event for thermacare heatwrap and event outcome was unknown. Additional information has been requested, and will be provided as it becomes available.